Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to load cartridge onto the pump. Reportedly, the rails on the pump are worn out making cartridges difficult to install. Customer's blood glucose level was 190 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.